Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eg-2990i. In the event reported, it was stated that there was no video image. The event timing was in the operating room before. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4). The device was inspected where the user narrative was not confirmed. The inspection findings are as follows: air/ water nozzle glue worn; passed dry leak test; passed wet leak test; customer complaint not duplicated; hole in # 2 remote control button cover the device was repaired and returned to the user on delivery#(B)(4). Parts replaced: o-rings and seals; remote control button. A review of the service history indicates the device was routinely serviced at a pentax facility. On 12-oct-2021, a device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 13mar2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.